Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the catheter had a "bad" electrode #9. The electrode was black on carto 3 screen when the cable was connected at the beginning of the case. The signal became noisy then it disappeared. This issue was only encountered on electrode #9. Replacing the catheter resolved the issue. The case was completed without patient injury. The reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the following catheter condition: the spine cover was wrinkled and electrode ring #2 was damaged. The electrode ring damage is indicative of a reportable event as this catheter was returned for black display of electrode #9 on carto 3 screen, the catheter was electrically tested and it failed since all rings had leakage. The catheter was dissected and it was found that the lead wire board was corroded. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported initial complaint condition was confirmed. As for the ring damage and wrinkled spine cover found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.

Event description:
It was reported that during an afib procedure, the catheter had a "bad" electrode #9. The electrode was black on carto 3 screen when the cable was connected at the beginning of the case. The signal became noisy, then it disappeared. This issue was only encountered on electrode #9. Replacing the catheter resolved the issue. The case was completed without patient injury. The reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012 bwi failure analysis lab noted the following catheter condition: the spine cover was wrinkled and electrode ring #2 was damaged. The electrode ring damage is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report. Further information was requested in regards to the received catheter condition. Information provided in regards to the catheter condition stated that there was no issue were noted prior or after use of the catheter; no issues were noticed after removal nor difficulty removing the catheter from the patient; the sender did not notice any visible damage prior to sending the catheter to bwi and the type and size of the sheath used in conjunction with the catheter was unknown.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).